Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err146 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log was performed finding a firmware error code failure, confirming the reported complaint. However, a root cause could not be determined.